Manufacturer narrative:
(B)(4). Catalog number, is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 09 oct 2019 it was reported the patient had a small hole in the peg near the fixation screw. On 15 oct 2019 it was reported the stoma had a redness that is 2 cm wide around the peg. The patient was diagnosed with a fungus and received 4 weeks of oral anti-fungal fluconazole. The patient also uses cortisone ointment and was advised to keep the stoma dry, clean and airy.